Event description:
When the uterovarian ligament and fallopian tube were clamped and cut by the endo-gia stapler/cutter during laparoscopic assisted vaginal hysterectomy, the staples did not close properly, resulting in bleeding between the staples. A second attempt had the same result. As a result, the patinet required an abdominal hysterectomy and blood transfusion. The patinet was subsequently discharged in satisfactory condition. Staff members and physician inadvertently overlooked timely reporting as required by the safe medical devices act.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.